Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with an unspecified antibiotic (intraperitoneal, drug name, dose, frequency, and duration were not reported) for peritonitis. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal and physioneal therapies were ongoing. No additional information is available.